Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced bradycardia. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced bradycardia attributed to sick sinus syndrome. The patient was hospitalized and was taken off the beta-blocker bisoprolol fumarate, and an electrocardiogram was performed. The bradycardia resolved, but the patient was hospitalized for five days to observe the clinical course before discharge.